Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the lead break was unknown or if the lead was explanted. The patient status was reported as recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient had a stimulator that was originally lower in their back and they fell from slipping on the ice in the winter. A patient injury was reported. The patient fell and broke the lead about 7 years ago. It was reported that the physician ended up putting paddles in the spinal cord. Follow up was performed to determine the outcome of the patient and additional information in regards to the previous lead break. If additional information is received, a follow-up report will be sent.